Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sept2019. There was no on-site evaluation by the manufacturer - this issue was confirmed and addressed by the reporter. The facility's biomedical engineering technologist reported that the air flow sensor was replaced, and tested - from testing, it was determined that the replacement of the air flow sensor was found to resolve the reported event. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with an air flow accuracy failure. There was no patient involvement.